Manufacturer narrative:
Reliability analysis not required due to customer not returning insertion needles.

Event description:
It was reported that the customer had profuse bleeding for a couple of hours from his sensor insertion site and he had to use a wound seal. The customer's blood glucose level was 230 mg/dl. Standard troubleshooting was performed. The product was returned. Nothing further was reported.